Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.